Event description:
Event: unresolved type I endoleak. Case details: the pt's superior neck was reported to be angulated and tortuous. The final angiogram revealed a type I endoleak at the left attachment site that was not resolved. The pt will be monitored by the physician.